Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not working on external ECG. It is unknown under which circumstances the event was discovered or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the routine checkup replaced the pcba board to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that the during routine checkup cardiosave intra-aortic balloon pump. There was no patient involvement.